Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleging insulin pump was under delivering. The customer¿s blood glucose level was 350 mg/dl at the time of incident and current blood glucose level was 185 mg/dl. Customer also experienced high blood glucose and it was treated with bolus from insulin pump. Customer stated that the insulin pump was not delivering the bolus. Customer declined for troubleshooting. Customer was advised to replace the insulin pump. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.